Event description:
It was reported that the user¿s ilet fell to the floor after slipping from clothing, resulting in the device splitting into two pieces and the display becoming unusable; the event aligned with a device display component issue and a device problem consistent with loss or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed stress-related damage to the display assembly consistent with a component-level failure and a loss of structural bonding. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.